Manufacturer narrative:
Exemption number: e2015015.

Event description:
The dentist reported that in ada site #13, implant was mobile after 4 month of the dental implant was placed. Implant had failed to osseointegrate. It was reported that the patient had bone type I the device will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The dentist reported that in ada site #13, implant was mobile after 4 month of the dental implant was placed. Implant had failed to osseointegrate. It was reported that the patient had bone type I the device will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).